Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-00551 & 2134265-2014-00552. (B)(4) clinical study. It was reported post a stenting treatment procedure, the patient expired. In (B)(6) 2013 the patient presented due to progressive worsening dyspnea and exertion and was referred for cardiac catheterization. The first target lesion was a 100% stenosed and 50mm long de-novo lesion located in the proximal left anterior descending artery that extended to the mid left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 2.5x38mm and 3.0x16mm promus element plus stent, resulting in 0% residual stenosis following post dilation. A second target lesion was 90% stenosed and 30mm long de-novo lesion located in the distal right coronary artery with a reference vessel diameter of 2.5mm. The target lesion was treated with direct stent placement of a 2.25x32mm promus element plus stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on aspirin and clopidogrel. (B)(6) 2013 the patient presented with acute encephalopathy and was hospitalized, the following day the event was considered resolved and the patient was discharged on aspirin and clopidogrel. (B)(6) 2013 the patient was contacted via phone for a follow up and at the time, the patient expressed mild fatigue; however, the patient stated this was not unusual behavior. Five days post, the follow up phone conversation the patient expired due to atherosclerotic cardiovascular disease at a private residence.